Event description:
It was reported that syringe 5ml ll sp125 was missing scale markings. The following information was provided by the initial reporter: " it was reported that the graduation markings were missing from the syringe. Event description per attached email states: product complaint - bd 5 ml syringe luer-lok tip, ref 309646, lot 9304668 expiry 10/31/2024 when opening the individually wrapped sterile bd 5 ml syringe luer-lok tip, an associate noticed no marked increments or numbers."

Manufacturer narrative:
H.6. Investigation: one loose 5ml syringe in an opened blister package, confirmed to be from batch #9304668 (p/n 309646), was received. The sample was visually evaluated. The syringe barrel was observed to have no scale markings present. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9304668 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the missing print defect is associated with the marking process. The aql for missing print is 0.25%. (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 9304668 is considered in compliance with our product specification requirements.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 5ml ll sp125 was missing scale markings. The following information was provided by the initial reporter: "it was reported that the graduation markings were missing from the syringe. Event description per attached email states: product complaint - bd 5 ml syringe luer-lok tip, ref 309646, lot 9304668 expiry 10/31/2024 when opening the individually wrapped sterile bd 5 ml syringe luer-lok tip, an associate noticed no marked increments or numbers."